Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom system error 322 was confirmed through the history log. Upon evaluation of known contributors to system error 322. It was determined that the upper and lower auxiliary were the failing components. As a result, the upper and lower auxiliary were replaced.

Event description:
It was reported that a pump was alarming for a system error 322. There was no pt involvement.